Event description:
Customer reports the following back to back blood glucose values on her aviva system: 97 mg/dl, 267 mg/dl, and 111 mg/dl. No treatment was taken based on the back to back tests. No adverse events. Requested return of suspect device and replacement was sent.